Event description:
As reported, the sugiphor bottles cracked when squeezed in the procedure. No health consequences reported.

Manufacturer narrative:
It was reported that the surgiphor bottles cracked during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the available information, no conclusions can be made. Photo of crack bottle was not provided. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, e3, g2, g3, g6, h2, h6, h10, h11. Corrected field: d4 (UDI). This supplemental MDR represents surgiphor bottle (device #2). Additional supplemental mdrs were submitted to represent surgiphor bottle (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Customer reported that the surgiphor bottles cracked during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This MDR represents the surgiphor bottles of lot #5097205. Additional MDR was submitted to represent the surgiphor bottles of lot #4260167. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the sugiphor bottles cracked when squeezed in the procedure. No health consequences reported.